Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
As reported by the anesthesist nurse: "this morning, I used 2 sedline sensors. The first one worked for 5 minutes, the second one just a few minutes more, just the time to position the patient from supine to prone position, then no more signal. Once the patient is in prone position it is quite difficult to put another sensor on. I could just try to move the sensor a little to have a signal that allowed me to know about my patient's depth of sedation". No consequences or impact to patient were reported.